Event description:
Information was received indicating that a smiths medical pneupac parapac plus ventilator had a possible leak after connecting the oxygen tank. It was reported that after connecting, the oxygen was going faster. There were no reported adverse effects.

Manufacturer narrative:
One pneupac ventilator was returned for analysis. The device was received with external damage. The operator performed lock off leak test. The reported issue was confirmed. The issue was due to a loose gas input fitting. It was re-tightened and performed lock off leak test again. The device passed. Preventative maintenance was also performed.